Event description:
Medical record reviewed. Pt with diagnosis of left acl tear and medial meniscal tear. Pt underwent left acl reconstruction using bone duct and bone allograft and partial lateral meniscectomy. Per operative report, "during placement of femoral guide wire, some metal shavings were introduced into the knee, wire on the guide, and these had been removed." Area was flushed with lactated ringers and bacitracin 50,000 u. Kefzol given. Pt was discharged to home. No known problems.